Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during a coil embolization treatment, the coil detached while trying to fill the space of an existing coil mass. There was no reported intervention. There was no reported patient injury or health damage. The patient is reported to be good.